Event description:
The affiliate reported that there was an obstruction within the valve. As a result, the valve was explanted and exchanged with another valve of a different size. It was also reported that there was high protein content in the csf fluid which could have contributed to the event.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.